Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report a weak signal on insulin pump. Customer also reported a blood glucose level of 48 mg/dl. Customer's current blood glucose reading was 88 mg/dl. Nothing further reported.